Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message and no image was displayed. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure scope communication error b30 was not confirmed and reported failure no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image glitches multicolored stripes. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication error b30 could not be determined, and the cause of the no image issue and image glitches multicolored stripes was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.